Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Concomitant product: 1258t competitor implantable pacing lead, (B)(6) 2011. (B)(4).

Event description:
It was reported that during a visit for episodes, while the data was being reviewed, a message indicated that the detailed episode data is invalid. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the egm (electrogram) pre-storage data was missing/invalid.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.